Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2018 and discharged on (B)(6) 2018 due to breakthrough seizures. The patient's daughter is reporting the magnet is no longer working to shorten/abort the seizures. No other relevant information has been received to date.